Event description:
The time of event is not, during procedure. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd signal wire rupture. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed, that the lcb (light carrying bundle) broken, the plug to cable attaching base broken, the insertion flexible tube buckled, the light guide cable buckled and the remote control buttons cut. However, these defects are not the main cause and/or irrelevant to the alleged complaint. This defect occurred, not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.